Event description:
Ous MDR - the implant of this device was normal, but at the first follow-up a pneumothorax was noted. Two days after being operated on, the device was found to be in safe mode. This, again, was found at the 6-8 week follow-up and then, again, in (B)(6).

Manufacturer narrative:
The ICD first underwent a status interrogation. The device status was bol. The manufacturing process of this ICD was reviewed. The production documents showed no anomalies that could be related to the clinical observation. All manufacturing steps had been carried out correctly. The memory content of the ICD and the returned device data were analyzed. The check showed that the ICD detected an inconsistent memory content and the safe program was activated in response. In addition, the provided data showed that a re-initialization was performed three times between (B)(6) 2013, as was described in the clinical observation. In general, the device is able to correct individual memory sections on its own. If several memory sections are affected at the same time, an automatic correction is no longer possible, and the device reacts according to specification by switching to the safe program. A corresponding warning is displayed to the user during interrogation. At each new detection of inconsistent memory content, the safe program is restarted. The device underwent an electrical function check. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. The charge time, in particular, proved to be unremarkable. Next, the integrity of the electrical data memory (ram) was checked. In the process, a defect memory cell was identified, which repeatedly led to inconsistent memory content. This can be assumed to be the cause of the clinical observation. In summary, a defect memory cell was identified during the analysis, which led to activation of the safe program and consequently to the clinical observation. The ICD is fully capable to provide therapy in the safe program. Based on the check of the production documents, there is no indication of a manufacturing error.